Event description:
During an unrelated investigation, the customer reported that one of their handpieces kept running. It is unknown how the device was being used at the time and if there were adverse consequences. The account is trying to obtain additional information.

Manufacturer narrative:
The device was not returned to the manufacture. Attempts have been made to obtain additional details surrounding the event including the part number and serial number. This report will be updated if additional information is received.